Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared multiple power source alerts when the pump was plugged into charge, despite using multiple wall adapters. The customer's blood glucose (bg) level was 155 mg/dl. Reportedly, the alert cleared and the pump was able to charge successfully after leaving the pump plugged into a power source.